Manufacturer narrative:
Concomitant medical products: 511211 lead and 511212 lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) defibrillation epicardial lead and the left ventricular (lv) defibrillation epicardial lead exhibited varying, and high undefined impedance measurements. It was further reported that, "the implanting physician did not suture the patches to the heart and did an unconventional off label attachment of the patches to the heart with staples." Both leads remain in use. No patient complications have been reported as a result of this event.